Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the malfunction. He replaced the components associated with the error codes found in memory. The unit passed extended self testing.